Event description:
Analysis of the returned device found that the coil was separated from the pusher wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic investigation of the returned device found that the main coil was separated from the delivery wire through physical break as there was no hook attached to the distal end of the delivery wire. The main coil was not returned. There were no other anomalies noted. The coil and delivery wire were confirmed to be in good condition after unpacking and preparation. It is likely that there was force exerted on the device and that this led to the coil break. The issue is related to handling of the device during the procedure. Therefore, a root cause of handling damage has been assigned to the observed coil break.